Event description:
The manufacturer received information alleging a ventilator's display does not work. The device was not in pt use. During the evaluation of the device at the manufacturer's service center the device's lcd display was identified as defective, and a failure related to the remote alarm connector was observed. The device's lcd and interface board were replaced to address the issue.